Event description:
It was reported that during a filter implantation procedure, a filter did not open fully. The greenfield filter was advanced to the vena cava using a femoral approach. There was an injury at the femoral access site. The filter was open "3/4 of the way." The physician then took a brachial approach and found that the filter had opened completely. No patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is undeterminable.